Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 (alp) and lactate dehydrogenase (ldh) results for 1 patient sample on a cobas c 503 analytical unit. The initial alp result was 213 u/l. The repeated results were 148 u/l, 64.8 u/l, 64.6 u/l, and 170 u/l. The initial ldh result was 419 u/l and the repeated results were 277 u/l and 259 u/l. The leukocyte values in this sample were in the normal range. This medwatch will apply to the lactate dehydrogenase assay. Please refer to the medwatch with a1. Patient identifier: (B)(6) for information related to the alkaline phosphatase acc. To ifcc gen.2 assay.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The alp lot number is 844442. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed hardware and precision checks with acceptable results. The investigation determined the issue was consistent with a high leukocyte concentration in the samples leading to an accumulation of cells close to the plasma surface. Falsely high ldh and alp values can occur if blood cells or cell debris are not properly removed in the pre-analytical sampling process. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.